Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. It was stated that the perclose and two sutures were advanced to perform the arteriotomy. Slight oozing was noted at the site and manual pressure was held. The impella pump was weaned and removed without issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.